Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. Moreover, the programmer failed the system functional test for srd, a transmit power. The programmer was powered on and the log file was downloaded; data review revealed that no error/fault codes had been recorded. Additionally, an attempt to replicated frozen screen was made, however it was not able to be replicated during analysis. Due to the system functional test failing, internal analysis conducted where a damaged terminal of cable radio frequency (rf) antenna c was found. During visualization the terminal of the cable rf antenna c was damaged. A new component was inserted in leave of defective cable rf antenna. This had been deemed as a caused traced to design event.

Event description:
It was reported that integrated programmer screen froze up for a couple of times. The programmer was rebooted and no black screen with error code associated with it. The programmer was returned. There was no patient involvement reported.